Event description:
As reported, initial stick was high, used left wire in for guidance, multiple sticks below original stick, got access, 6 fr sheath inserted, no issues with initial angio, depth locator done 6+1, sheath inserted, case completed, sheath removed, device deployed no issues, immediate hemostasis. Post angio done, slow flow 2 cm distal to closure, went up and over took a better shot, spiral dissection noted which closed off circulation to past bifurcation, attempted to cross with wire to balloon and stent, unable to cross, sent to or for cutdown. Dissection appears to begin below the closure roughly 2 cm. Additional information received stated that the patient was never really in critical condition. Was sent to operating room for the occlusion fix. Was sent to pacu, extubated, kept a few nights, and last I was told she has been discharged.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram videos and photos were submitted and reviewed by the investigative team. The angio videos revealed a lower third positioned radiopaque lock and a spiral dissection distally with occlusion. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure in the right common femoral artery. While attempting to gain access, the initial stick was high, ultrasound was used and the physician left the wire in for guidance, and after multiple sticks below the original stick, access was achieved. The arteriotomy was roughly 7mm, with minimal calcification, no tortuosity, and a depth measurement of 6cm+1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was immediate; however, a post angiogram indicated slow flow 2cm distal to manta. A contralateral angiogram was performed for a clearer picture which revealed a spiral dissection closing off the circulation past the bifurcation. The dissection appeared to begin roughly 2cm distal to the manta site. The physician unsuccessfully attempted to deploy a contralateral balloon and stent and was unable to cross. The patient was sent to the or for a surgical cut down to repair the spiral dissection and occlusion. The physician noted the vessel stenosis and complications were caused by the edwards procedural sheath and not the manta device. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma.